Event description:
Covidien received information stating that during start up the ventilator screen froze. There was no patient involvement.

Manufacturer narrative:
(B)(4). Investigation results found the ventilator would boot up completely however the touch screen was unresponsive after the boot up completed. This occurred because the coin battery was completely depleted. The coin battery was replaced and the unit was calibrated to resolve the issue.